Event description:
In 2007, baxter received a case report from france that refers to a female pt who underwent a peritoneal dialysis using a uv-flash machine, and a uv transfer set (lot h05j10095) on nine days earlier. The set was connected to this pt since 2006. It is reported that the machine had alarmed, diodes lights 3 and 5 switched on. When the door was opened, the spike was above the chimney of the new bag. Consequently, the transfer set was changed although there was no visible damage on it. According to the reporter, the pt experienced a peritoneal infection as a consequence. She received fortum (ceftazidime) 1 g daily for three days, vancomycin 1g on a week prior to original date. Bags and line were discarded. The machine was returned to baxter technical services. This report is for the rtc4516 device manufactured in other country, distributed by baxter in europe, but has same or similar devices in the united states.

Manufacturer narrative:
The device was returned to baxter technical services. The report was requested by the local complaint owner but was not translated in english. The results of the eval will be provided in a follow-up report upon receipt of the english translation.